Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03425. It was reported the pt's scs ipg pocket site became "very warm" and uncomfortable while charging scs system. The pt stopped charging his scs system and the issue resolved. F/u identified charging guidelines did not provide relief. The pt decided to have his scs ipg replaced. There is no additional info at this time. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.